Manufacturer narrative:
One 100 ml cassette reservoir was received. Visual inspection showed no damage or anomalies. In attempts to replicate clinical use, the cassette bag was filled to try and identify any leakage. A leak was observed to be coming from the internal bag at the seal. The complaint of "leaking cassette" can be confirmed. The probable cause of the leak is due to inconsistent sealing of the internal bag during manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that the product was leaking and the leak was noticed during compounding. The leak occurred from the cassette bladder after completion of compounding, after addition of saline and drug and during airing out the cassette as the last step of compounding. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.